Event description:
It was reported that during an unk procedure, the hole in the tyvek and blister were noticed. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.